Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches which hard to read. Insulin pump had slower rewinding. Buttons were need to pressed twice. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incomplete. The complete information has been included with this report in b5 section. The information related to health effect- clinical code and component code has been updated and provided in h6 section of this report.

Event description:
It was reported that the customer discontinued the use and insulin pump was return for analysis.

Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged rewind anomaly, keypad anomaly, pump/sensor calibration anomaly and cosmetic damage located at the screen found on (B)(6) 2022. Device was received with a minor scratched lcd window. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08665 inches. No rewind anomaly noted. Successfully downloaded history files and traces using thus. No motor related errors/alarms recorded and found in the formatted history file for the event date. Device was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. Device connected successfully to the transmitter and displayed ¿transmitter connection successful¿. Device communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Device passed the keypad voltage test. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. Force sensor zero offset within specification (23.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a broken battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a broken belt clip rails. Cosmetic damage was confirmed at the pump screen. Rewind anomaly, keypad anomaly and pump/sensor calibration anomaly were not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.